Event description:
It was reported that customer experienced repeated minimum fill notifications when attempting to reload cartridge. There was no adverse impact to the customer's blood glucose level. Customer was guided to clean pump connection area, then to properly fill and load new cartridge, which resolved cartridge loading issue and allowed resumption of insulin delivery.